Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response versus ventricular tachycardia (vt). The patient's ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were adjusted and the device remains in use. It was also reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing and intermittent undersensing. Atrial blanking was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.